Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caregiver reported that her father, the customer, received low scanned values from the adc freestyle libre sensor when compared to an hcp meter. On (B)(6)2019, the customer exhibited symptoms of increased thirst, sweating, and vomiting. The customer was taken to the hospital where a blood glucose reading of 700mg/dl was obtained on an hcp meter. The customer was treated with insulin (dose/type unknown), an unknown serum, and intravenous glucose for the diagnosis of diabetic ketoacidosis (dka). It is noted that the treatment of intravenous glucose is inconsistent with the diagnosis of dka. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product is not expected back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caregiver reported that her father, the customer, received low scanned values from the adc freestyle libre sensor when compared to an hcp meter. On (B)(6) 2019, the customer exhibited symptoms of increased thirst, sweating, and vomiting. The customer was taken to the hospital where a blood glucose reading of 700mg/dl was obtained on an hcp meter. The customer was treated with insulin (dose/type unknown), an unknown serum, and intravenous glucose for the diagnosis of diabetic ketoacidosis (dka). It is noted that the treatment of intravenous glucose is inconsistent with the diagnosis of dka. There was no report of death or permanent injury associated with this event.